Event description:
Patient allegedly received an implant on (B)(6) 2007 via the right common femoral vein due to post deep vein thrombosis (dvt). The patient alleges vena cava and organ perforation as well as tilt. The patient further alleges shortness of breath (sob), severe thoracic/lumbar pain, and limited mobility. (B)(6) 2019, per a report from computed tomography; ¿findings: an ivc filter is in place. The apex of the filter is at the level of the renal veins. The struts are well below the renal veins. There are four strut perforations. Anteriorly, there is strut perforation by approximately 2 mm. This directly abuts small bowel. At the 3 o'clock position, there is strut perforation by approximately 4 mm. This extends to abut the spine, but is not in contact with the aorta. At the 6 o'clock position, there is approximately 5-6 mm of strut perforation with the strut lying against the spine and psoas muscle. Finally, at the 9 o'clock position, there is approximately 3 mm of strut perforation and the strut lies adjacent to small bowel. There is no obvious perforation of any viscus by the struts. There is mild posterior angulation of the ivc filter.¿

Manufacturer narrative:
Investigation: the following allegations have been investigated: tilt, shortness of breath (sob), back pain, limited mobility. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported shortness of breath (sob), back pain, and limited mobility are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional investigation: the reported allegations have been investigated based on the information provided to date. The following allegations have been investigated: organ/ vena cava perforation. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2007 and underwent a computed tomography (CT) scan, approximately 12 years and 6 months after receiving the implant, which revealed that the filter had moved since its implantation as several struts were now perforating through the patient's ivc wall and into the vertebra and psoas muscle. Additional struts also allegedly abutted the intestines and abdominal aorta during this CT scan. Hospital and medical records have been requested, but not yet provided.